Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that the monopolar curved scissors (mcs) was unable to be controlled by the surgeon. The tip of the instrument was moving in the opposite direction that his hands were moving. The procedure was otherwise completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue was resolved with the use of another mcs instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. No other event information or patient¿s demographics information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated/confirmed the customer's reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of this reported issue is attributed to a component failure. The fa also revealed additional observation(s) that was not reported by the site: signs of corrosion/contamination were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The root cause is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have corrosion on one or more clamping pulleys in the backend as well. The root cause is typically attributed to the user, no image or video clip for the reported event was submitted to isi for review. A review of the instrument log for part#: 470179-19 / batch/lot#: k11220502-0683 associated with this event has been performed. Per logs, the monopolar curved scissors was last used on (B)(6) 2022 on system rsk8083 with 1 life remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.